Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user observed drops and insulin leaking at the anchor of a contact detach infusion set, which resolved after a complete supply change including the infusion set. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and education with follow-up to obtain the infusion set lot number. Investigation of this case revealed an infusion set leak at the anchor point consistent with a connector or set integrity issue that was corrected by replacing the set. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set failure with no device malfunction identified.